Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a call service 088 alarm was observed in the black box and alarm history. The pump was exercised pump for 24 hours with no call service alarms duplicated. The battery compartment was found to be cracked. Moisture corrosion was observed in the battery compartment and on the printed circuit board. Unrelated to the initial allegation, the display screen was dim and discolored. Ths report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.